Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "pacilitaxel 222 mg in 500 ml ns set to administer over 180 minutes. Infusion completed after 123 minutes. No adverse reaction noted". There was patient involvement but no harm.

Event description:
A copy of the medwatch report from FDA was received, which states "pacilitaxel 222 mg in 500 ml ns set to administer over 180 minutes. Infusion completed after 123 minutes. No adverse reaction noted". There was patient involvement but no harm.

Manufacturer narrative:
Additional information: report source other, related report number grid and manufacturer narrative root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.